Event description:
The customer reported when reviewing the gastrostomy tube, a slight rupture is observed along the white line (tungsten).

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no discrepancy was found according to the failure mode reported. A sample analysis could not be performed because no sample was available for evaluation. One (1) photo was provided showing a small portion of a tube. From the photo it can be determined that the sample provided is not the reported product code. The reported code does not have a white line in the tube. The complaint will be reopened if a sample is received. Based on the present information, because no sample was received, and the photo provided does not correspond to the reported product code, a possible root cause cannot be determined nor found to be related to the manufacturing process. Current process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. No further action is required at this time. This complaint will be used for tracking and trending purposes.